Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the display monitor to video generator board and the equipment function is restored to normal, and it is delivered to the customer. All functional tests of the equipment are carried out according to factory requirements, and the test results are qualified and delivered to the customer.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) screen had frozen. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.